Manufacturer narrative:
There was no patient involvement for this complaint. This information is not applicable as there was no patient involvement. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from service and repair that a small hexagonal screwdriver has a broken handle and is in three pieces. It is unknown how the device broke. It was returned with several other devices from the sales consultant. No patient or procedure involvement. This complaint is for a small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: investigation flow: broken visual inspection: the small hexagonal screwdriver was received with the handle broken into three (3) pieces. The break is located at the cross pin which connects the shaft and handle components of the screwdriver. When the returned fragments are assembled, it is observed that some fragments were not received. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The holding sleeve component was not returned with the device. Based on the visual inspection the received condition of the device is determined to agree with the complaint description. During the document/specification review the following drawings were reviewed. The part making and the absence of a lot marking the returned device indicates that the device was manufactured prior to this revision and is 21+ years old. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection of handle at the fracture could not be conducted due to the post manufacturing deformation and the tapered geometry of the handle. A device history record (DHR) review for the manufacturing records and the material records could not be performed as the lot number is unknown. No definitive root cause was able to be determined as the circumstances surrounding the event and over the lifespan of the device are unknown. The device handle is composed of phenolic le grade material which is susceptible to becoming brittle after repeated thermal cycle. The returned device is 21+ years old, as such instrument age and subsequent applied force likely contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the handle is broken into multiple pieces. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.